Event description:
It was reported there was high impedance, > 2500 ohms, and oversensing. Device interrogation revealed noise on the rv lead and impedance trends showed normal prior to the sudden increase to > 2500 ohms. The rv lead and device were both replaced since there was no obvious fracture of the rv lead under fluoroscopy. No patient complications have been reported as a result of this event. There was an additional report of a break in the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Evaluation summary: no anomalies found; analysis determined that the setscrew marks on the lead pin are too proximal. This indicates that the lead was not fully inserted into the device header. Full lead was returned for analysis. It was reported there was high impedance, > 2500 ohms, and oversensing. Device interrogation revealed noise on the rv lead and impedance trends showed normal prior to the sudden increase to > 2500 ohms. The rv lead and device were both replaced since there was no obvious fracture of the rv lead under fluoroscopy. No patient complications have been reported as a result of this event. There was an additional report of a break in the lead. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications operational context contributed to event device breakage impedance, high interference oversensing.